Event description:
The pt claimed the pump became hot, the screen went blank, and the display developed condensation after the battery was replaced. The pump reportedly has not been exposed to water or moisture. The pt denied suffering from injuries due to the warm battery. A replacement pump was sent to the pt.

Manufacturer narrative:
Animas received the pump on (B)(4) 2011. Investigation revealed there was evidence of moisture visible through the display lens, the pump did not power on when battery was installed, there was evidence of internal moisture damage, and the pump failed the leak test with the display and keypad. In conclusion, the power failure was due to moisture ingress.